Event description:
An operating room director reported following intraocular lens (iol) implant surgery the iol was exchanged for a different power iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(4) 2011 and (B)(4) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).